Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on display screen that affects ability to read the screen, customer had to rewind or prime multiple times again after a couple days before it work again and random unexplained no delivery alerts. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.